Event description:
Patient was hospitalized for hypoglycemia. Physician and family believe the event was caused by the addition of keppra, which has decreased the appetite. Basal rates had not been adjusted to accommodate the decrease in the appetite. Device passed all technical inspections.